Event description:
User facility report # (B)(4) indicated while moving patient to cath lab, just outside picu a stopcock on the hcmo oxygenator snapped off and being pumped during transport. Clamps were immediately place, patient pushed backed into room and CPR start while the oxygenator was switched. Blood was also given. Once back on ECMO the patient had an elevated bp and good heart rate. Patient was stabilized and transported to cath lab and then returned to surgery to repair leaking mv. Infant on (B)(6) 2014 male, opening eyes. Ref.: (B)(6). Reference MFR # 8010762-2014-00140.